Event description:
It was reported that after implantation of an unspecified stent on an unspecified date, the patient began to experience heart palpitations and exhaustion. An allergy test kit has been requested by the psychiatrist for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of arrhythmia and hypersensitivity are known observed and potential adverse events as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.